Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The lesion was located in the diagonal branch. The physician attempted to place the promus element plus 2.25x12mm stent through an older non bsc stent and was unable to cross the placed stent. When the stent was pulled back it was noted that the stent struts were flared. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The distal tip was damaged. The fifth row of struts from the distal end had three struts that were stretched and flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The lesion was located in the diagonal branch. The physician attempted to place the promus element plus 2.25x12mm stent through an older non bsc stent and was unable to cross the placed stent. When the stent was pulled back it was noted that the stent struts were flared. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).